Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 57 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 57 closed samples and 1 open and used sample with a piece of thread broken. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep):1.69 kgf in average and 1.33 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfil usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K031216. (B)(4). When additional information is received, a follow up report will be submitted. Associated medwatches: 3003639970-2019-00421, 3003639970-2019-00422, 3003639970-2019-00423.

Event description:
It was reported the thread broke very easy. The reporter indicated that the patient required an emergency whipple surgical procedure (pancreaticoduodenectomy) due to the suture threads breaking at the pancreas anastomosis and gastroenterostomy. No other information has been provided. Additional information has been requested, however, not yet received.